Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a burn-like irritation on his back under the therapy electrodes. The patient was given recommendations from a pharmacist, and was told to remove the device to let his skin heal by his physician. Follow-up indicated that the irritation had healed.